Event description:
It was reported that the patient ended up with a small infection and the doctor referred to a plastic surgeon who did a betadine washout but kept the inflatable penile prosthesis (ipp) in. Then, the patient developed another infection, and the doctor decided to do a full washout. A surgical procedure was performed during which the existing ipp was removed and replaced with a tactra. No further patient complications were reported.